Event description:
82869, model 142075- patients ivad needle cracked while fluids infusing; crack was near the cap end of the tubing. Patient was de-accessed and then re-accessed. Resulted in close to 45 minutes without bicarb fluids and a 15-minute delay in the leucovorin dose. Device was not saved. 83490, model 672034- nurse was assessing ivad line for patency before infusing blood and leak was noticed in the access line. Crack was noted on the line, below the microclave. Port was deaccessed due to line break and was later reaccessed for blood transfusion. When flushing the line, blood came out of a crack. It is in the same spot at the distal end below the hub. This line was used for 6 days. The line broke on [redacted]. Line was saved and will be returned via mail to mfg. Manufacturer response for set, administration, intravascular, port access needle (per site reporter). ====================== manufacturer response for set, administration, intravascular, port access needle (per site reporter) ====================== they are changing the plastic formulation to make it stronger.